Event description:
Caller states the patient tested 422mg/dl and 331mg/dl on the inform device and 200mg/dl on a comparison lab. All results obtained within 10 minutes. Customer was given 8 units regular insulin baed on result of 422mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent.